Manufacturer narrative:
This event occurred in (B)(6). The customer noted a clot in the measuring cell of the instrument. The field service engineer (fse) cleaned the measuring cell. The instrument worked within specification after cleaning. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter questioned results for 10 patient samples tested for tnt-hsst, pct, ckmb-stat, and pro-bnp on a cobas e 411 immunoassay analyzer. The initial results were reported outside of the laboratory. No reagent lot numbers with expiration dates were provided.